Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the lead was confirmed based on observation of minor stretched on the distal shocking coil which was likely handling damage upon implant.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to damaged shocking electrode. It was indicated that because of difficult access on tortuous anatomy coil bent back on self and the physician felt like the coils separated. This rv lead was never in service. No adverse patient effects were reported.